Event description:
While inserting the catheter with the needle and j-wire the surgeon felt resistance and pulled back, the j-wire unraveled. When the entire set up was pulled back and out of the patient it appears a fragment of the wire remained behind.